Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising to approximately 250 mg/dl for about one hour during the second day of system use; no alerts or alarms were reported, no back-up therapy was used, and no ketone testing or medical intervention occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities and no hospitalization. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed no confirmed device malfunction and that the event occurred during the device¿s learning period. It was concluded that the cause of the hyperglycemia was unclear and that the device appeared to operate as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.